Event description:
The customer stated that a physician questioned low hemoglobin (hgb) and hematocrit (hct) patient results generated on the cell-dyn 1700 analyzer. One patient's set of results were provided as an example: an initial hgb result of 7.0 g/dl was repeated at 11.7 g/dl and an initial hct result of 20.5% was repeated at 33.9% (repeats performed at a reference lab). Controls and other parameters were all within the expected ranges. No instrument leaks were observed. Hgb/hct results of fresh samples were within the expected ranges after the customer performed suggested trouble shooting and cleaned a partially obstructed sample pathway. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. Other text : an investigation is in process.

Manufacturer narrative:
(B)(4). An investigation was conducted in response to this issue. The customer technical advocate (cta) instructed the customer to clean the aperture plates and perform supplemental aperture cleaning. The cta instructed the customer to repeat the samples in question after performing the recommended trouble shooting. The customer could not repeat the samples in question due to samples not being good for testing any more. However, the customer ran fresh samples twice and the results were within the accepted ranges. The issue was most likely related to a partially obstructed sample pathway and the cell-dyn 1700 was performing within specifications. The customer was also referred to the cell-dyn system operators manual which provides cleaning instructions for the aperture plates. Further more, a review was performed in the complaint analysis trending system (cats) for the reported issue from (B)(6) 2009 through (B)(6) 2009 with no similar issue identified. Based on the investigation results, no malfunction was identified for the cell_dyn 1700 analyzer, (B)(4). This is a final report.